Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision on (B)(6) -2018. The surgeon was able to partially move the paddle lead to capture right sided back coverage but they were still unable to capture the right leg.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were unable to get coverage of the right-side pain. No environmental or external factors contributed to the issue. An x-ray confirmed the lead was placed left of the midline. Reprogramming was attempted but they were only able to get coverage of the left-side pain. The issue was not resolved at the time of the report. The patient was going to meet with their healthcare provider to discuss lead revision. No device issue reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.